Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
On 6/23/2023, it was reported by a sales representative via sems that an ar-12990 knee scorpion jaw broke off in the patient's knee. All the broken fragments were retrieved. This was discovered during a procedure on (B)(6) 2023. Additional information requested.

Manufacturer narrative:
The complaint is confirmed. One unpackaged ar-12990 serial/batch number (B)(6) was received for investigation. Functional testing was not conducted due to the broken jaw. Visual evaluation found that the instrument jaw was broken off. The most likely cause(s) of this type of event include applying excessive forces through leveraging/prying the device.